Manufacturer narrative:
Additional information 26-dec-2018. Based on additional information received from the user facility, the superficial burns that were reported were resolved and patient was completely recovered. The clinical expert determined the injury to be completely minor and superficial and not reportable. The user reported lack of knowledge of the staff using the device and multiple staff turnover. Lumenis has offered additional training, however the user was not interested. Educational material was sent to the user facility. The most probable cause has been determined to be the power meter window which was not in good condition. A window that is not kept clean can lead to its being burned, and the resulting calibration will be incorrect. The user is instructed by the software and by the user manual to clean the power meter window. According to um-1080310 rev e: " the internal energy meter window must be clean to ensure accurate calibration. An unclean window will result in higher than indicated fluence, which may cause epidermal damage." Based on this, no additional actions are required and lumenis is closing this complaint.

Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly to obtain patient information, treatment settings, and patient photographs. The user facility provided the treatment settings and partial patient information. No patient photographs were received. An examination of the subject device by a lumenis technical expert stated that the et handpiece calibration port window sustained a burn mark and was replaced. The hs handpiece was replaced and the user facilities handpiece was returned to the manufacture for further investigation. Additionally, the expert noted after verifying all system functions including energy output calibration, the subject device operated within manufacture specifications. A lumenis clinical manager, being a person qualified to make a medical judgement, is currently reviewing the reported event details and patient treatment settings to determine the appropriateness of treatment. Based on the information that is currently available, no serious injury related to the event was reported and no medical intervention was reportedly required to preclude serious injury. In an abundance of caution lumenis is reporting this event as a malfunction which might cause or contribute to serious injury should the malfunction recur. The device is expected to be returned to the manufacturer for product analysis. Once a cause for the reported event has been determined, lumenis will file a follow-up MDR.

Event description:
A user facility reported that one (1) patient sustained small first degree burn lines on the bikini area following hair removal treatment with a lumenis lightsheer duet laser, hs handpiece. No report of medical intervention to preclude permanent impairment was received from the user facility.